Event description:
On 19/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to air in the peritoneal cavity. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was undergoing ccpd at home on (B)(6) 2022, when she experienced left-sided pain (unspecified). The patient was transported to the hospital, where radiological studies revealed the presence of air in the peritoneum (pneumoperitoneum). The patient was admitted for the discomfort and was released on (B)(6) 2022 (evening) in stable condition. The patient underwent two hemodialysis (hd) treatments on (B)(6) 2022 and again on (B)(6) 2022 to allow the patient¿s abdomen time to absorb the air. The pain subsided while at the hospital, and she has recovered from the events. The pdrn stated the patient is very adept at performing ccpd therapy and feels there was an unspecified issue with the liberty select cycler which caused the events. The patient resumed ccpd on (B)(6) 2022 following discharge on the same liberty select cycler and is expected to come to the clinic today (B)(6) 2022 to discuss the hospitalization, obtain monthly labs, and to discuss last evenings treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of pneumoperitoneum (characterized by chest pain), which required hospitalization. The definitive etiology of the serious adverse events is unknown; therefore, causality cannot be established. Per the pdrn, a suspected liberty select cycler malfunction (specifics not provided) occurred, which led to the pneumoperitoneum. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s pneumoperitoneum. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, the patient was actively undergoing ccpd therapy when the events occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without a discharge summary, hospital records, or definitive etiology, this clinical investigation cannot disassociate the device from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On , fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to air in the peritoneal cavity. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was undergoing ccpd at home on (B)(6) 2022, when she experienced left-sided pain (unspecified). The patient was transported to the hospital, where radiological studies revealed the presence of air in the peritoneum (pneumoperitoneum). The patient was admitted for the discomfort and was released on (B)(6) 2022 (evening) in stable condition. The patient underwent two hemodialysis (hd) treatments on (B)(6) 2022 and again on (B)(6) 2022 to allow the patient¿s abdomen time to absorb the air. The pain subsided while at the hospital, and she has recovered from the events. The pdrn stated the patient is very adept at performing ccpd therapy and feels there was an unspecified issue with the liberty select cycler which caused the events. The patient resumed ccpd on (B)(6) 2022 following discharge on the same liberty select cycler and is expected to come to the clinic today (B)(6) 2022 to discuss the hospitalization, obtain monthly labs, and to discuss last evenings treatment.

Event description:
On 19/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to air in the peritoneal cavity. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was undergoing ccpd at home on (B)(6) 2022, when she experienced left-sided pain (unspecified). The patient was transported to the hospital, where radiological studies revealed the presence of air in the peritoneum (pneumoperitoneum). The patient was admitted for the discomfort and was released on (B)(6) 2022 (evening) in stable condition. The patient underwent two hemodialysis (hd) treatments on (B)(6) 2022 and again on (B)(6) 2022 to allow the patient¿s abdomen time to absorb the air. The pain subsided while at the hospital, and she has recovered from the events. The pdrn stated the patient is very adept at performing ccpd therapy and feels there was an unspecified issue with the liberty select cycler which caused the events. The patient resumed ccpd on (B)(6) 2022 following discharge on the same liberty select cycler and is expected to come to the clinic today ((B)(6) 2022) to discuss the hospitalization, obtain monthly labs, and to discuss last evenings treatment.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as received simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Corrected information provided in h6.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to air in the peritoneal cavity. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was undergoing ccpd at home on (B)(6) 2022, when she experienced left-sided pain (unspecified). The patient was transported to the hospital, where radiological studies revealed the presence of air in the peritoneum (pneumoperitoneum). The patient was admitted for the discomfort and was released on (B)(6) 2022 (evening) in stable condition. The patient underwent two hemodialysis (hd) treatments on (B)(6) 2022 and again on (B)(6) 2022 to allow the patient¿s abdomen time to absorb the air. The pain subsided while at the hospital, and she has recovered from the events. The pdrn stated the patient is very adept at performing ccpd therapy and feels there was an unspecified issue with the liberty select cycler which caused the events. The patient resumed ccpd on (B)(6)2022 following discharge on the same liberty select cycler and is expected to come to the clinic today ((B)(6) 2022) to discuss the hospitalization, obtain monthly labs, and to discuss last evenings treatment.